Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The peritoneal dialysis registered nurse (pdrn) reported that the patient was receiving unknown alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. Upon follow up, it was reported that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in absence of the cycler. The patient has not ordered a new cycler and is continuing to complete treatment using continuous ambulatory peritoneal dialysis (capd). Additional follow up with the patient¿s peritoneal dialysis registered nurse revealed that per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, vancomycin (2.0 grams, intraperitoneal, one day) and gentamicin (80 mg, intramuscular, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The cassette used by the patient was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. The cycler has not been scheduled to be returned to the manufacturer for physical evaluation.